Event description:
It was reported that the physician did not believe that vns contributed to the reported episode. Additionally, upon further follow-up the patient reported that she misspoke and did not want to harm herself.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an episode at a train station where she felt compelled to jump in front of an oncoming train. The patient swiped the magnet across the generator and held onto a pillar until the feeling passed and then continued with her day in a normal fashion. The relationship of the event to vns is unknown. No additional relevant information has been received to date.